Manufacturer narrative:
(B)(4).

Event description:
A consumer reported their implantable neurostimulator (ins) only lasted 2.5 years. The patient's first ins lasted four years. The ins was confirmed to be depleted when the patient met with their health care provider (hcp). No cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237-2015-03770. Additional review showed the correct manufacturing site was site #(B)(4).

Event description:
Additional information received from the patient reported that his healthcare provider (hcp) was notified of the early depletion. The battery was replaced and the patient did not know what led to the issue.